Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to deliver pressure and was not responding after it was disconnected. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device logs could not confirm the reported pressure issue. The device was performing to specifications. The investigation determined that there was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4)

Event description:
It was reported to resmed that an astral device failed to deliver pressure and was not responding after it was disconnected. There was no patient injury reported as a result of this incident.